Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced missing segments/partial display. The customer's blood glucose value was unknown. The customer stated that the pump fell out of her pocket while she changed her clothes. The customer stated that she could not see all the words on the screen. The customer stated that she can see the battery icon and partial words on the lower left of the screen. The customer stated that the glass was not broken. The product was returned for analysis.

Manufacturer narrative:
The pump had missing segments due to a cracked and bleeding lcd glass. Unable to perform the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, operating currents, prime, off no power and excessive no delivery alarm tests due to the cracked and bleeding lcd glass. The pump was received with a cracked reservoir tube lip, minor scratches on the display window and a cracked case at the display window corner.